Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2005, the patient underwent three stage anterior and posterior cervical fusion surgery from vertebrae c6-c7, stage ii, posterior cervical fusion, was performed on (B)(6) 2005, and stage iii, anterior cervical fusion, was performed on (B)(6) 2005 wherein rhbmp-2/acs was implanted. The rhbmp-2 collagen sponge was placed outside a cage (i.e in the lamina area and over the spinous processes). Post-op, the patient complained of increasingly neck pain, radiating pain, and throat symptoms. The patient continued to experience chronic neck pain, with radiating throughout his body, difficulty speaking and swallowing, choking, and bladder dysfunction. These injuries prevent patient from practicing and enjoying the activities of daily life.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2005, the patient was pre-operatively diagnosed with left c6-7 unilateral locked facet and traumatic disc herniation and underwent the following procedures: posterior cervical fusion c5-7 bilaterally using halifax clamp and rhbmp-2 and obtaining the patient¿s autogenous bone graft through the same incision. As per op-notes,¿ then l grabbed the one side and 1 moved the whole c6 -7 units in one piece and then I burred down more of the lamina and obtained the patient's autogenous bone graft. Surgeon irrigated the wound with copious amount of bacitracin solution. Surgeon used the rhbmp-2 and sandwiched the patient's bone and put it in the lamina area from c7 to c5 and then put some of these on the spinous process where the bone was removed.¿ the patient tolerated the procedure well without any intraoperative complications.